Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d334vrm implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead was placed in the rv apex and analyzer lead testing was within normal limits. However, after connecting to the device, there was noise noted on the tip to ring electrogram with normal sensing and impedance. Thresholds were also higher than analyzer testing. The lead was reseated in the header with no change in lead noise. The lead was then repositioned and the noise issue resolved. The lead and device remain in use. No patient complications have been reported as a result of this event.